Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that he received communication errors while using the programming wand "every other time he interrogates." It was reported that one of the error messages received stated "failed communication error, interrogation denied." The device has been returned to manufacturer for analysis.